Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a surgical procedure, a disposable cannula detached from the syringe and was propelled into the patient¿s eye. This resulted in intraoperative complications. The cannula struck the intraocular lens implant, displacing it posteriorly and causing a rupture of both the anterior and posterior capsular bags. The surgical team stabilized the eye, and the incisions were closed using a different cannula and syringe set. Following the procedure, the surgeon noted that the disposable cannulas used have a smaller, plastic base, which may result in a less secure attachment to the syringe. This characteristic may have contributed to the device detachment. Additional information received stating that the patient seems to be doing well and has not required any further surgery at this time.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No product has been returned the investigation site for evaluation; therefore, the condition of the product could not be verified. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. Image provided by customer shows plastic syringes along with the syringe with cannulas attached. Failure mode and root cause could not be ascertained by the images. The customer does convey does anyone know who they can contact about trying to find a cannula and syringe for their pack that has a sleeve over the attachment to prevent the cannula from ejecting. Looking for something similar to the cannula. One recommendation is that the customer contact their account manager about adding the preferred syringe and cannula combination for their pak. The account manager can work with the houston sales admin for suggestions and samples. This action can assist in selecting the best option for our customer. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The root cause of the customer's complaint could not be conclusively determined as product was not returned, and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. As described above, one recommendation is that the customer contact their account manager about adding the preferred syringe and cannula combination for their pak. The account manager can work with the houston sales admin for suggestions and samples. This action can assist in selecting the best option for our customer. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).